Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is reported as the aortic neck has dilated due to severe disease progression with aortic neck angulation, 50 degree. It was reported that the diameter of the aortic neck has changed since the time of implant 16 months ago, from 24 mm to 28 mm in diameter. It was reported that the stent graft has migrated distally approximately 13 mm resulting in a type I endoleak. The aneurysm has grown 2 cm since the time of implant. The physician elected to implant a talent aortic cuff and the type I endoleak was resolved. The pt was reported to be fine and no add'l clinical sequelae have been reported.

Manufacturer narrative:
(Secondary intervention required) - eval results - migration, endoleak. Aortic neck has dilated due to severe disease progression and aortic neck angulation, 50 degree. Conclusion - aortic neck has dilated due to severe disease progression and aortic neck angulation, 50 degree.